Event description:
It was reported that balloon burst occurred. A 5.0 x40, 75cm gladiator balloon catheter was selected for use. When the balloon was prepared, it was noted that the device was already damaged and looked like it had burst. The procedure was completed with another balloon. No patient complications were reported.